Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal controller card (ucc) for failure analysis investigation. The unit was analyzed but the reported error 252 could not be reproduced. However, the error/fault was confirmed via the logs. This unit was installed and tested on a final test system. The unit was programmed and the system started at normal mode with no errors and failure messages. The unit passed all tests that were performed. However, reviewing the logs there were 12 incidents of intermittent error 252 occurred. In addition, isi followed up with the initial reporter and obtained the following additional information: surgical ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The system powered on without any errors. Due to a system error, it became difficult to operate the da vinci system. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not replicate the reported issue. The universal controller card (ucc) was replaced as a part of customer satisfaction. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the patient side cart (psc) had error 252 and vision side cart (vsc) stopped showing images and power the power button led continued to flash blue. The site rebooted the system multiple times but continued to experience the same issue so decided to convert to laparoscopic surgery. The site then plugged and unplugged all system cables, performed a power cycle, and the equipment started up normally. Field service engineer (fse) to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted system functionality was checked upon powering on the system and system initially powered on without errors. Dvstat was contacted for troubleshooting.